Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA by 04/04/2011.

Event description:
The customer reported that the room where the computer cabinet is located has a heavy electrical smell.